Event description:
It was reported the pt's lead had migrated. It was stated the pt apparently had strained herself getting out of an automobile. X-rays identified the lead had migrated. F/u identified the pt's lead was repositioned and she now has effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.